Manufacturer narrative:
This report is filed march 24, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with topical antibiotics (date and duration not reported). The implanted device remains.